Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, a scratched case, and a cracked lcd window.

Event description:
The customer reported a motor error alarm. The blood glucose reading was 600 mg/dl. There were no significant events leading to the alarm. The insulin pump was not exposed to a strong magnetic field or an MRI. The customer was able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.